Event description:
Left shoulder arthroscopy, subacromial decompression and mini open rotator cuff repair was being performed. While completing the bursectomy with the arthrocare, the wand was noted to be lifting up and the metal tip was disassembling with 2 turboheads (2 mm metallic balls) noted to be missing. One "ball" was recovered with a filter and suction. Both exploration of the surgical site and x-ray failed to detect the presence of the second "ball".